Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: 8/25/2020.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: product received for analysis. During the sample review, it was verified that the y-body was properly attached to the entrance port. Reservoir was inspected to identify that y-body was not damaged or broken. Also, entrance plugs were reviewed, and they properly fit into the y-body entrance ports. Ports tubes must be inside the plate. On the sample received tubes were outside the plate, and when closing the plate tubes were pressed against the plates and the film and it was not possible to use the reservoir. This could have been caused due to plate having too much time open that instead of a hexagonal figure it became a square which also caused the film to be expanded with waves. Tubes were pushed through the plate in order to be able to use the reservoir and perform the tests. It was verified that duckbill valve was not occluded. Plate was closed, exit port was closed with the plug and after that the plugs from the entrance port (y-body) were remove and reservoir filled with air. Locking mechanism was also review by opening and closing the plates 10 times and it worked properly. Reservoir film was very expanded, although the plate was closed, the film was still expanded causing the bag to lose its normal shape. A visual inspection was performed, during this inspection no visible tears (holes) could be observed. To verify that there were no holes on the film, plate and ports were opened to allow the reservoir to be filled with air after that, exit port was closed with the plug and plate was pressed to confirm if there was any leak through the film or air coming from the entrance port. During this test it was observed a hole through the seal area in the back side of the reservoir due to the film was already expanded and deformed by the plate. Leak between the drain and adapter could not be replicated, however there was a hole through the seal area in the back side of the reservoir and it is considered not manufacturing related based on the controls. Manufacturer the following controls are established at the production line: 100% leak test at the production line, where air enters through the entrance port (y-body) so if there is any leak between the y-body and the entrance tube, it should be detected at this point. Vacuum test at the production line, after reservoir is fully compressed, reservoirs are placed in a case for one (1) hour. After that time, reservoir are inspected to verify if reservoirs loose vacuum. If there is a leak on the reservoir, vacuum will be lost, and sample will be segregated as scrap. Failure mode reported occurred at connection part between drain and adapter wasn't duplicated on sample received, based on the present analysis, it is determined that the reported complaint is not replicated and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and a reservoir was used. Air leakage occurred at connection part between drain and adapter, and negative pressure could not be applied in the ward. Further details are not provided. There were no adverse consequences to the patient. Upon evaluation the product found to have a hole.